Manufacturer narrative:
On 02/01/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. Determined to be use error. On 04/14/2016 updated information from the reporting nurse at the site, confirming that navigation was abandoned after incision was made. No further issues have been reported.

Event description:
A site nurse reported that, while in an ear, nose & throat (ent) procedure, the surgeon could not verify straight suction and registration probe. Emitter detail confirmed that axiem box and emitter were both functioning, displayed green status, however, they were unsure of the distance to divot. Emitter was placed about 8 inches away from the patient. Trouble-shooting did not resolve the issue. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.